Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown bkp procedure. During the procedure, the two balloons ruptured during inflation. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that there is a presence of blood and dried contrast media in the balloon. During visual analysis, no damage or defect visible on the ibt. No problem detected on the gluing, bonding or on the balloon. During functional analysis, the balloon was inflated to the miv (maximum inflation volume) of 4cc and no leak or loss of pressure were observed. Based on the information provided, visual and functional analysis, no problem detected on the ibt. The device is working properly.